Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor had some kind of contaminate inside it. It would not power up on arrival. The isp line was shorted to ground. There were corroded connections on the auxiliary board. The monitor was repaired, retested and restocked. No adverse event results from the faulty monitor. The pt received a replacement monitor.

Event description:
A male pt contacted lifecor customer support to report that his device will not power up. He stated that he removed the battery pack to take a shower. He placed a fully charged battery pack into the system and it did not do anything. Support sent a pt services rep (psr) to the pt to replace the monitor.